Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6543256.

Event description:
It was reported patient's s1 lead had migrated. Investigation was unable to identify which lead. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Corrected: d4. Corrected: b5. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's s2 lead had migrated after patient experienced a few falls. Patient underwent surgical intervention on (B)(6) 2025 during which the lead was explanted and replaced. Therapy was restored post-op.